Manufacturer narrative:
Report source: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer with an implantable neurostimulator (ins). It was reported the patient does not manage to power up her ins anymore. The remote control batteries were changed, the device was recharged, but it proved to be ineffective. When the patient powers up the ins with the remote controller, she gets a signal with a question mark that appears on the screen. It was unknown what factors may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting was performed. Bien-etre assistance had been informed. It was unknown if the issue was resolved at the time of the report. It was unknown if a surgical intervention will occur. It was later reported that the ins completely discharged. It was impossible for the patient to recharge. The patient had difficulty recharging because the battery was implanted in the buttock. The patient wore a corset permanently and had a stoma. After more days of inactivity, the patient wanted to restore the stimulation but it was impossible. The manufacturing representative tried to focus the charge according to the procedure. After 60 minutes, there was still no contact between the ins and the charging system. The issue was resolved at the time of the report. It was unknown if a surgical intervention was planned. However, it was also noted the ins will be replaced in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified the patient was implanted on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported the ins was replaced on (B)(4) 2017 the ins will not be returned for analysis as the device had been discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient recharged the ins on 2017-oct-07 but did not feel the stimulation from the device. The s upport service couldn't find a solution to her problem, so the patient was redirected to the center which was monitoring her. At the center, they tried everything but to no avail. The patient was wearing a brace and an ostomy bag which made the ins recharge difficult. She also unsuccessfully tried a forced recharging. The patient will meet with her surgeon to talk about the possibility of implanting a non-rechargeable stimulator. Of note, it was reported that the ins was implanted on (B)(6) 2017, however, it was previously reported the ins was implanted on (B)(6) 2014. Follow-up is being conducted to clarify the implant date of the ins.